Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or weak battery alarms or blank display was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported a blank display. The customer's blood glucose was unknown. He also reported a weak battery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.